Event description:
The info provided by the distributor indicates: during the operation, when we tried to fix the clamp screw of the fixator code 99-91047, the main part of the device suddenly cracked without being swiveled repeatedly. No adverse effects for the pt as a replacement part was immediately available to complete the surgery. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of 45 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar failures have been reported from this specific device lot. Orthofix srl has requested to the distributor involved pt's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this info has not yet been made available. As soon as further info and/or the results of the technical investigation are available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.